Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 497 mg/dl. The customer treated with syringe. The customer wore the pump while at the gym and received button error. The customer stated that the pump was exposed to sweat while at the gym. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.